Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been experiencing a large amount of intrinsic supra ventricular tachycardia (svt), due to this, oversensing was observed. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.